Event description:
The (B) (6) has been at the facility and made the complainant aware of this case. On (B) (6) 2008, the primary PICC line was removed due to a hole (B) (4). On that same day, the PICC line was replaced and the pt went into "pulmonary arrest" immediately after the PICC was placed in the superior vena cava. The pt was resuscitated from a pulseless electrical activity and the line remained (B) (6) without further complications. The line was removed 9 days later, so the pt could be sent home on hospice due to unrelated medical issues. This patient had the very same reaction when the first PICC line was placed (B) (4).

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.